Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the model and lot # which is the us list number. There is no cause of death or device malfunction reported, due to the proximity to the placement of the drug delivery system, it is reported presumptively. The causality is to the peg implanting procedure; there is no link established between the device and the event. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) had a percutaneous endoscopic gastro jejunostomy (pegj) tube placed. On (B)(6) 2016, the patient had a cardiac arrest and died. It was reported that the death was sudden and cause of death was not reported.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.